Event description:
It was reported that following the angiogram, the pt complained of numbness in the right leg. During the visit, the pt had coronary artery bypass grafting surgery (CABG). Ten weeks later, a doppler study revealed that the pt had ischemia in the right leg. Eleven weeks later, a peripheral angiogram revealed an occlusion to the right femoral artery. The pt was discharged and will return for surgery.

Manufacturer narrative:
No product was returned for eval and review of the device record history was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined.the angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.